Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was scheduled for device explant. Since the patient is scheduled for a procedure, physician is considering replacing the lead as well. Lead has consistently been sensing ventricular activity at low voltage. It was noted that the patient was implanted for secondary prevention. On (B)(6) 2019, the dft was fine, the test was performed to ensure sensing in vf as r waves were low. No new lead was placed. There were no adverse events. The patient is stable.